Manufacturer narrative:
Product analysis: analysis found that on incoming test the epg powered off automatically. The main board and lead connection flex assembly needed replacement and were replaced. The epg was calibrated and then passed function test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into repair for routine service and repair tested out of specification during manufacturer's analysis. There was no patient involvement.